Event description:
Ous MDR - after an implantation time of about 6 weeks, a probably inappropriate shock was reported. The ICD could no longer be interrogated afterwards. No deterioration of the patient's health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.